Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient's infusion set's quick release was coming out off the body every 1-2 hours. No further information available.